Event description:
It was reported that a user experienced a dexcom g7 pairing failure with the ilet, and support guided the user to toggle the cgm selection between g6 and g7 and re-pair the sensor, advising that pairing could take up to thirty minutes; blood glucose values were reported as unaffected. Symptoms included no adverse physiological effects. Outcomes included no impact on clinical status and no need for medical care. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed successful completion of recommended re-pairing steps with expectation for restored communication after the advised waiting period. It was concluded that the event was related to a temporary communication or connectivity issue between the cgm and the ilet without patient injury.